Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's ultrafiltration reading was 1533ml, indicating the home patient (hp) drained 1533ml more than their programmed fill volume of 2000ml. This information gave a total drain volume of 3533ml; this meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient has been doing great with therapy. The patient never reported any symptoms of overfill. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The product surveillance lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) that was found in the device logs. The cause of the iipv found in the logs was determined to be: insufficient drain - one or more cycles advances to next fill when slow/no flow occurred above the minimum drain volume threshold and false empty detect - use error as the initial drain alarm setting was inappropriately programmed too low (0ml). A service history review revealed no previous service events were related to the iipv. A labeling review found labeling to be sufficient for the use error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).